Event description:
Boston scientific received information that due to system noise and sensing issue, the patient with this right ventricular (rv) lead had been scheduled for a revision procedure. Reportedly, new electrodes were implanted in the absence of difficulty; however, later information states the chronic rv lead broke during the extraction process. The damaged rv lead had an implanted service life of over 10 years and the chronic atrial lead was noted as a competitor product. The explanted right ventricular lead segment was discarded and not returned for a (B)(4) evaluation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.